Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that upon advancing the spring wire guide (swg) through the syringe, resistance was met. After the catheter was placed, the md was unable to withdraw the swg and as a result had to remove both the swg and catheter together. Upon removal, the swg was found unraveled. A new kit was opened and used without issue. There was no reported delay, death or complications to the pt.